Manufacturer narrative:
The customer¿s report that the pca connector cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.412 inches long. Inspection under magnification showed no stress marks. Functional testing was performed; a leak was observed as fluid flowed through the crack. The cause of the leak was a cracked female luer. The root cause of the crack was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the connector on the pca tubing cracked and leaked IV fluids onto the patient. There was no report of patient harm.